Event description:
An additional proglide device was returned with the complaint proglide device. The posterior foot was separated and not returned. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device, referenced in b5, is being filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a closure using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the plunger of the proglide device was removed. The sutures of two new proglide device were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.